Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient could not make it through movie or church service or out to eat. She had to go all the time. She woke up 2-3 times at night. Patient felt she was worsened than before the implant. She had tried all 4 programs. Patient stated the good thing was that since she got the implantable neurostimulator (ins) she made it to the restroom without having an accident. Prior to the implant, she would have to clean up the mess. However, she would like frequency/urgency to be reduced. It was also reported that patient felt shocking/jolting while sitting. She had not felt that in 4 days or last week. Patient did not feel stim on the day of this call. It was indicated that when she changed to her current program and increased to 1, she could barely feel it. She bumped it back down. She had not yet to have the same result as when she did the trial. With the temporary, life was changed and that was why she got the implant. It was indicated that she was on program 4 at .9v and stim was on. Patient stated she had acupuncture with electric for her bone spur on her foot. There was no fall/ trauma related to the issue. Patient had not instructed to keep the voiding diary. She has been dealing with migraine for 4 days.

Event description:
Additional information was received from the patient indicating that the frequency/urgency and jolting had not been resolved. They downloaded 3 new programs but the patient stated there were no known circumstances leading to the symptoms and ¿everything is still not working.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.